Event description:
It was reported that a powered wheelchair tipped over during use. The user was bruised and scratched due to the event and it is unknown the extent of medical intervention. Should additional relevant information become available, a supplemental report will be submitted.